Event description:
Per provider, the unit is alarming with low o2. Indication is that sieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. Refer to CAPA (B)(4).